Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient was revised to address dislocation, elevated ion levels, and peripheral nerve damage. No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Concomitant medical products: cup 00875705401, lot 62666950, (B)(4); liner 00875201136, lot 62221317, (B)(4); femoral stem 00784101400, lot 62602166, (B)(4); femoral head 00801803603, lot 62641531, (B)(4); bone screw 00625006520, lot 62490937, (B)(4); bone screw 00625006530, lot 62653389, (B)(4). Multiple mdrs were filed for this event. Please see associated: 0001822565 - 2019 - 03366, 0002648920 - 2019 - 00584, 0001822565 - 2019 - 03367. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address unknown reasons. No further information is available at the time of this reporting.

Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.